Event description:
It was reported that bd connecta plus3 white pegs was contaminated with foreign matter clear data could not be reported to me. On 8.2 meeting to learn more no dates specified. Will be discussed on 8.02! The customer said "it was the same as last time in 2023". Based on this message, I go on site and talk to the customers. I also want to talk to the users. I myself worked in anesthesia at this institution and I know how they handle materials. Or rather, I know what could have led to this cause. But that... I would like to discuss my knowledge and experience with the customer first.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the sample and photos showed that no foreign matter material was present within the sample. Some adhesive tape was present, but that was used to keep the sample packaging closed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.